Event description:
During the peripheral interventional procedure, while attempting to deploy the smart control 8 x 40 120 cm stent, the deployment device only partially deployed the stent in the vessel. The wheel on the device that deploys the stent broke during deployment. The physician attempted to retrieve the stent but was unable to do so. He eventually was able to completely deploy the stent and was comfortable with its placement. Shortly after deployment, while during the procedure, the pt experienced significant hypotension treated with IV fluids and pressor support. The pt was hemodynamically stabilized and transferred to ccu for overnight observation rather than discharged. Pressor support was weaned within 8-10 hours post procedure. She was transferred to the telemetry floor the day following the procedure and discharged the day following the procedure. Multiple other devices used during this procedure/same setting.